Manufacturer narrative:
(B)(4): this customer reported that the shock (discharge) button on this defibrillator would not work. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the shock (discharge) button on this defibrillator would not work. There was no report of pt involvement.